Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) delivered shocks while the patient was in normal sinus rhythm and up walking around. The patient will be brought back into the clinic for a follow-up evaluation.